Event description:
A medtronic ent representative reported that, while in a transphenoidal procedure, the surgeon alleged an inaccuracy of approximately 1cm after going sterile and when navigating inside the anatomy. A pointmerge registration was performed, with fiducials, and the surgeon deemed they were accurate when touching bony landmarks post-registration. It was reported that there was no frame or vertek arm movement when going sterile. In trouble-shooting, the medtronic representative noted a large amount of plastic bunched up by the vertek arm. Once the frame was removed and a larger hole was cut in the plastic, the arm was seated properly. The surgeon stated that accuracy could not have been better and was confident to proceed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported that the site was using a very thick plastic cover for the vertek arm, and they tried to puncture through the cover. Completed software investigation finds this event to be the result of use error. The plastic balled-up and did not allow the reference frame to fully seat. Cutting a hole in the heavy plastic, and placing the frame properly, corrected the inaccuracy. Software is functioning as designed.